Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The snare was repositioned past this vessel, opened it and traveled it back and caught the separated portion. For safety, the separated portion was embedded well into a small tributary of this branch with the tip of a c2 so it would be unlikely to migrate. Reportedly, the physician was reluctant to try and pull the separated portion back into the main bvt as it may not have been able to get out through the percutaneous access and would risk the fistula or central embolus. The outcome from the angioplasty was satisfactory. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a basilic vein transposition fistula with increased pressure and poor flow, recurrent stenosis in the upper arm. A 10x60 mm armada pta catheter was advanced through a 7f sheath; however, when inflated to rated burst pressure a residual waist was noted. The armada pta catheter was exchanged for an 8mm x 4cm non-abbott balloon catheter which was then advanced and able to open the refractory stenosis. The 10x60mm armada pta catheter was then advanced back up the sheath which required a bit of negative pressure and some pushing; however, the catheter was able to go through. The armada balloon was inflated and ruptured at about the rated burst pressure. While withdrawing the ruptured balloon, the balloon caught on the sheath and again, not much pulling before the distal end of the balloon detached. The shaft and remaining proximal half of the balloon could not be removed over the wire as they were stuck together. The detached distal part of the balloon migrated off the wire and lodged in a high flow vein in the axilla. The guide wire was removed with the shaft and proximal half of the balloon. The sheath was upsized to a 9f for better access and the distal half of the balloon along with its central channel were missing. Reportedly, the physician was concerned that the retained balloon fragment was moving in a pulsatile manner and did not want it to reach the central circulation. A snare was advanced; however, angiography showed that the separated portion was not in the axillary vein rather in a large parallel side branch.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture, separation, and difficult to remove from the guide wire were confirmed. The reported difficult to remove and resistance with the sheath was unable to be replicated due to the condition of the returned device. The investigation determined the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure. The armada 35 instruction for use states: do not advance the armada 35/armada 35 ll pta catheter against significant resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.